Event description:
The customer contact reported that the device distal pressure sensor pin was broken. The device was returned to the biomedical department for an unspecified reason. No specific patient information, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that he device distal pressure sensor pin was broken. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.